Event description:
It was reported during a therapeutic bronchoscopy procedure; a non-olympus cleaning brush broke off from the channel of the bronchovideoscope and lodged into the patient's lung. An x-ray was done during the procedure, but did not show the broken brush. The procedure was completed. The broken brush was later located on a computed tomography (CT) scan on (B)(6) 2025. The patient underwent a second procedure on (B)(6) 2025 with general anesthesia to remove the broken brush from the lung using a forceps. The customer reported that the brush was used to clean the device after its previous use, then somehow became stuck in the bronchovideoscope and subsequently fell into this patient. The patient showed no clinical symptoms related to the event.